Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported an over infusion of blood. The intended infusion was 12 ml of prbc to be administered over 4 hours. An initial partial infusion was programmed to infuse over 15 minutes. The remainder was then programmed to be delivered over 3 hours and 45 minutes but the pump alarmed 30 minutes later indicating the infusion was complete. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.